Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no information neither from pn nor batch number so no possibility for DHR review nor product investigation. Additional problem description does not refer to safety device.

Event description:
It was reported that prior to use the safety device was engaged and needle wouldn't retract with an unspecified bd ultrasafe¿ passive needle guard. The following information was provided by the initial reporter: the valve was locked and the needle did not go down.